Event description:
Overinfusion of 10% dextrose in a pt. Device set to infuse at 1 ml/hr, 200 ml infused in 1 hour. Pt required insulin to reduce elevated blood sugar. Hosp biomed evaluated device and set, reportedly "electronics are all ok", and that with incident set properly loaded into the device and door closed, fluid freely flows, stops when door opened. Biomed staff opened up the device and found pieces of broken plastic behind the pumping mechanism, and there is evidence that the device was dropped and damaged by a user.